Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump would not accept the cartridge during the loading sequence. No alerts or alarms occurred. Customer changed the cartridge to resolve the issue. Customer's blood glucose was 300-400 mg/dl.